Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred, the battery gauge was fluctuating, and the pump shut down unexpectedly. Customer¿s blood glucose level was between 345 mg/dl and "high" per continuous glucose monitor readings. High bg was addressed with a manual correction injection. The customer reverted to an alternate method of insulin therapy.